Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 04/25/2019. Device returned to manufacturer: yes. Device evaluation: a visual inspection and evaluation using magnification was performed. The plunger and pushrod were observed in advanced position. The cartridge has some viscoelastic at the cartridge tube. The plunger and pushrod were observed in good condition. The lower and upper body were observed open, however, the threads of the injector, upper and lower body of the device were correctly engaged and were in a good condition. No defects were observed in the lower body lid engage pin and rings. The lens was observed stuck in cartridge and override. The cause of the failure could not be determined to be related to manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue was verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional/similar (as applicable) complaints for this order number. Have been received. Labeling review: the directions for use (dfu) were reviewed, the dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted; give date: not applicable as the iol was not implanted. If explanted; give date: not applicable as the iol was not implanted. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 22.5 diopter preloaded intraocular lens (iol) did not advance when plunger handle screwed forward, and there was patient contact with the iol. The procedure was completed using back-up lens with same model and diopter size. There was no incision enlargement, no suture(s) required and no patient injury reported. No additional information was provided.